Event description:
It was reported that two days post implant the right ventricular (rv) lead exhibited a complete loss of sensing and no capture. An x-ray confirmed that the lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.